Event description:
It was reported that the patient that experienced a breach in aseptic technique and acquired peritonitis. The breach in aseptic technique was "poor use of gloves." The patient was hospitalized for 2 days and was retrained on proper aseptic technique. Treatment was initiated on the day of admission and included vancomycin intraperitoneally (ip) 2g every 4 days, ceftazidime ip 1g/day and fluconazole oral 50 mg/day. The patient is recovering from the peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.